Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of elevated blood glucose while using the ilet bionic pancreas, with reported glucose fluctuations between approximately 179 and 230 mg/dl after transitioning from a prior pump and resetting the device once; the family expressed concern that insulin delivery might be insufficient, and education was provided that the system adapts with continued use. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview, complaint history review, and clinical support outreach. Investigation of this case revealed no device alerts or alarms and no reportable event, and the event was assessed as cause unclear. It was concluded that the device was functioning as designed, with user education and follow-up provided, and the event was not reportable. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.